Event description:
Was circumcised using a plastibell device; loss of foreskin resulted in anorgasmia, erectile dysfunction, excessive and uneven scarring, tearing of skin upon erection, and severe psychological trauma later in life.